Event description:
I was implanted with essure in (B)(6) 2008. Shortly after the procedure I became nauseated and had a severe headache. Within weeks I had strange rashes on my arms and occasionally had a metallic taste in my mouth. I had always had normal cycles until the procedure. I began to experience longer periods that were much heavier with huge clots. After I stopped breast feeding my son, my right breast continued to produce small amounts of milk that would not go away. My physician told me my issues were not essure related and recommended birth control. I got essure so I didn't have to take hormones, but still I tried it and it didn't help. I continued to have nausea to the point that I would vomit. I went to my internal medicine doctor who could not find anything abnormal in my blood work and eventually insisted it was because I was overweight and/or psychological. I sought help from an acupuncturist in 2011 who on more than one occasion had to give me herbal remedies to stop the bleeding. I received some relief from the pain with acupuncture, but none of my side effects ever went away. As the years passed, I added new symptoms like the inability to lose weight with proper diet and exercise (with a nutritionist), joint swelling, painful intercourse, bleeding with intercourse, severe and constant pelvic pain, constipation, bloating, and bleeding between periods. In (B)(6) 2012 I had exploratory laparoscopic surgery to see what was causing the pain. The doctor was certain it was endometriosis. The surgery found no endometriosis, just a spongy uterus which was expected to be adenomyosis. Because I was in my early (B)(6) I didn't want to have a hysterectomy so I tried birth control. I was unable to continue the birth control due to extreme headache with visual disturbances. In (B)(6) 2013 I sought a second opinion because the pain was unbearable. A pelvic ultrasound and pelvic MRI confirmed the coils were in place properly and that adenomyosis and polyps were my issue. I agreed to have a hysterectomy. I had my hysterectomy on (B)(6) 2013. Most of my symptoms went away within days. The pathology report confirmed one of my coils was imbedded in the uterine wall. I was told this is common when inserting essure in women with a retroverted uterus but I am not sure. The whole experience has been a nightmare. I would strongly suggest that if this product is kept on the market, women are properly informed of all the side effects so they can make an educated decision.